Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the midline catheter defective. Upon insertion noted leakage from the base of the catheter. Had to remove faulty line and reattempt with new set up. Vascular access rn placed the midline but had to remove and place another midline. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. Two photographs of a powerglide pro catheter were returned for evaluation. An initial visual observation of the photographs showed use residue throughout the device. No obvious leaks or damage to the device could be discerned from the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the midline catheter defective. Upon insertion noted leakage from the base of the catheter. Had to remove faulty line and reattempt with new set up. Vascular access rn placed the midline but had to remove and place another midline. No other information was provided.